Event description:
Reportedly, during interrogation of an eno sr pacemaker the screen froze. The issue occured the next day after installation in the hospital. No problem has been observed while setting up the programmer (language, passwords etc).

Manufacturer narrative:
¿ In depth analysis of provided log files could not fully confirm the reported freeze. ¿ a short potential system freeze can be suspected during memory reading and changing to the patient screen. ¿ most probably the reported behavior is related to a windows process running in the background which led to a short system freeze. ¿ based on available data this hypothesis can neither be confirmed nor excluded. ¿ on 13 june 2023 brutal shutdown of the system was recorded which most likely is related to the removal of the battery. ¿ to ensure the integrity of the device a re-ghost and re-installation is recommended. ¿ the subject smarttouch tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and will be sent back to the field.

Event description:
Reportedly, during interrogation of a pacemaker the screen froze. The issue occured the next day after installation in the hospital. No problem has been observed while setting up the programmer. (Language, passwords etc)